Event description:
Note: this report pertains to two jagtome revolution pro rx 39 and an extractor pro retrieval balloon used in the same procedure. It was reported to boston scientific corporation that a jagtome revolution pro rx 39 was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, the physician unintentionally cannulated the pancreatic duct three times, but was able to successfully cannulate the common bile duct. Contrast was injected and a normal common bile duct was visualized. The sphincterotome was then pulled back to perform sphincterotomy. The physician had the insulated portion of the cut wire traversing the ampulla orifice but continued to apply upward force and cautery. There was bleeding beyond the ampulla throughout the rest of the case. The physician then removed the sphincterotome and an extractor pro retrieval balloon was advanced over the guidewire without difficulty until he entered the proximal cbd at which point he was not able to advance the balloon any further. Eventually, the balloon was removed and while waiting for the next balloon the physician lost access to the cbd. The guidewire was removed and another sphincterotome of the same kind was opened and prepared by the surgical technician. The physician advanced the second sphincterotome and injected contrast. X-ray image showed the contrast spreading outside the common bile duct. The sphincterotome, guidewire and endoscope were removed from the patient and the procedure was aborted. It was reported that the patient's bleeding and perforation healed on its own without intervention and the patient is in good condition.

Manufacturer narrative:
Patient code e2114 captures the reportable event of perforation.